Event description:
Customer reported to beckman coulter, inc (bec) that they have an ongoing leak issue with the cartridge chemistry (cc) module of the synchron lx 20 clinical chemistry system. Customer reported that the leak left a trail on the sample wheel cover and a puddle in the drip well of the cc reaction wheel cover. Customer reported that the leak occurred when running quality control samples. Customer reported that the volume of the leak was less than 100 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cc sample collar waste valve.

Manufacturer narrative:
(B)(4).